Manufacturer narrative:
Continuation of d10: product ID 97745, lot#, serial# (B)(6), implanted: explanted: product type programmer, patient h3: analysis of the controller (serial# (B)(6)) found there was a damaged front case. The screw holes were stripped causing case separation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4), product type programmer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was pt stated their controller screen went blank and they could not turn it back on yesterday when they were getting ready to charge the implantable neurostimulator (ins). Pt plugged controller in to ac power supply without li battery and reported the screen did not turn on. Pt confirmed green light was on ac power. Pt then reinserted li battery, and screen turned on, but reported there was no green light and the screen said battery low. Pt did not have aa batteries to try. Pt inspected controller port and ac power plug, but did not see any damage. The issue was not resolved. An email was sent to the repair department to replace the controller. No symptoms were reported.